Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 49-50 mg/dl due to incorrect settings having been saved on the pump. Carb ratio and correction factor settings had been interchanged, leading to low bg which was addressed by consuming carbohydrates. Tandem technical support assisted customer in correcting settings and advised them to consult their healthcare provider regarding settings adjustments.